Event description:
It was reported that the pt could not charge the device. The device became overdischarged. The device was replaced. It was noted that there was no pt injury and the pt recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.